Event description:
The customer reported that while the unit was in use on a pt. The unit shutdown and displayed an "electrical test fails, code #50" message. Therapy was discontinued. No pt injury was reported.